Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) popped out during drainage following use. The abscess was drained. The patient presented approximately four days after an atrial fibrillation ablation and watchman procedure with bilateral groin abscesses after closure with four devices. The patient had been admitted for two days post-procedure and returned to the emergency room two days later. Infectious disease evaluated the abscess and obtained a culture. The patient was discharged with a five-day course of antibiotics. The physician reported a change in practice to a non-cordis vascular closure device. The device will not be returned for evaluation.